Event description:
Reporter indicated a vns therapy pt underwent generator replacement surgery due to normal end of service. The explanted generator was returned to the manufacturer and the end of service condition was confirmed. An open can measurement of the battery voltage verified that the battery was depleted. Based on the electrical test results, the device exhibited current consumption rates that are within specification and based on the battery longevity prediction; thereby, demonstrating that the normal battery depletion was an expected event. During automated electrical testing, resistor r34 was found to exhibit an out-of-limit (higher) resistance value. Analysis determined that the out-of-specification r34 verification measurement did not adversely impact the device functionality or the pt.